Manufacturer narrative:
The manufacturer received information alleging a ventilator was alarming for low-pressure high priority alarms and failure alarms. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. It will be necessary to validate the air flow system, in particular the blower valves and hoses. No need to replace the batteries. Note additional failures observed - connectors and cabinets in good condition on the outside.

Event description:
The manufacturer received information alleging a ventilator was alarming for low-pressure high priority alarms and failure alarms. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.